Manufacturer narrative:
Concomitant medical products: model: 429688, lead; implanted: (B)(6) 2011. Model: 5076-52, lead; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead had triggered an alert for out-of-range / high the superior vena cava (svc) defibrillation coil impedance. It was noted that the svc coil appears to have possibly experienced a fracture. The lead currently remain in use. No patient complications have been reported as a result of this event.